Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the previous implantable neurostimulator (ins) had fluid shorts, so the patient was sensitive to changes. There were no further complications reported or anticipated.